Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low and high blood glucose levels. The customer had gone through four infusion sets due to his high blood glucose. The customer was unaware of the cause of the high blood glucose. The customer's blood glucose had also crashed down to 50 mg/dl after having high blood glucose. The customer did not perform troubleshooting at the time of the call. The customer was advised that the infusion sets and reservoirs would be replaced. The customer did not return the product for analysis.